Event description:
The customer reported that this multigas unit will not calibrate and produces inaccurate readings. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit will not calibrate and produces inaccurate readings. The customer will send in the unit to be repaired. The unit was not in patient use at the time. Investigation summary: nihon kohden was not able to confirm the reported issue as the unit was not returned for evaluation/repair. Due to the unit not being returned for repair, a definitive root cause could not be determined. Manufacturer references # (B)(4) follow up 001.

Manufacturer narrative:
UDI related data quality updates only. Corrected information: d1 brand name: corrected the brand name from gf-210ra to gf-210r. D4 additional device information / model #: corrected the model # from gf-210ra to gf-210r. D4 additional device information / catalog #: corrected the catalog # from gf-210ra to gf-210r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request. Additional information: b4 date of this report. G6 type of report. H2 if follow up, what type?

Event description:
The customer reported that this multigas unit will not calibrate and produces inaccurate readings. The unit was not in patient use at the time.

Event description:
The customer reported that this multigas unit will not calibrate and produces inaccurate readings. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this multigas unit will not calibrate and produces inaccurate readings. The customer will send in the unit to be repaired. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 11/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 12/04/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 12/07/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 11/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 12/04/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 12/07/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 11/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 12/04/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 12/07/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 11/29/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 12/04/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 12/07/2023 emailed the customer via microsoft outlook for device information: no reply was received.